Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (1 mg/ml at 0.048 mg/day) via an implanted infusion pump. It was reported the patient's pump was flipped and the pocket had to be opened to un-flip the pump. The hcp aspirated from the cap, and performed a dye study. They then switched the drug in the reservoir from dilaudid 1 mg/ml to dilaudid 2 mg/ml. When the hcp went to do a prime it was recommending a bridge bolus. Tss reviewed that first they need to do a prime to get the 1 mg/ml of dilaudid to the tip of the cleared catheter, then they needed to do a modified bridge bolus of 0.289 ml. Tss assisted caller in programming the initial catheter access port procedure prime then told caller to call back for assistance with the modified bridge bolus of 0.289 ml. It was noted the prior to assisting with the modified bridge bolus the patient was discharged from the center. Caller states pump currently programmed to 2mg/ml conc and 0.0961mg/day, the drug in the pump tubing is 1mg/ml with a previous dose of 0.048mg/day. Discussed with the caller with the current programming the pt is getting 0.048mg/day which is half the dose the physician ordered. Discussed if not changed it will be underdosing the pt for 5-6 days and then a sudden doubling of the dose. Discussed communicating wit h the hcp.